Event description:
Procedure type: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for mesh implantation was a urodynamic stress incontinence. The procedure performed was the placement of uretex mid-urethral sling. The patient experienced complications post implant including pelvic pain and dyspareunia after removal of hematoma. Other outcomes attributed to the device included urinary problems, recurrence, and bleeding.